Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up # 1 date of submission 10/21/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/11/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual examination of the pump, the keypad cover was observed to be peeling at the ok keypad button and the symbols were worn. During testing, all of the pump keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, a crack was observed along the pump battery compartment.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow, and ok button were intermittently unresponsive. It was also noted that the keypad symbols were worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.